Event description:
It was reported that during a post-operative follow-up, the ventricular lead exhibited varying thresholds and a sensing anomaly. A single instance of loss of capture was also noted upon manual capture tests. A week later, no new events occurred and the patient was in normal condition. No intervention was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.